Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's established ranges on (B)(4) 2011, prior to the erroneous result. After the erroneous result was obtained, levels 2 and 3 qc were out greater than 3sd low, and level 1 was out greater than 4sd high. A system check performed on (B)(4) 2011 met specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse cleaned and reseated the valve and rotor assembly, primed and performed a system check which passed specifications. Qc was performed and results were within the customer's established ranges. Although hardware issues were addressed, a clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a troponin (accutni) result within the risk stratification range for one (1) patient's sample. The result was generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent (lot 110410) and access accutni calibrator (lot 023153). The result was reported out of the lab and was questioned by the physician. Repeat analysis of the patient's sample on an alternate instrument yielded a result within the normal reference range which better matched the patient's clinical picture. No reports of death, injury, or change to patient treatment have been reported in connection with this event.